Manufacturer narrative:
Concomitant medical products: product ID addr01 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that due to the age of the right atrial (ra) lead there was no longer capture and the lead had poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.